Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for alb2 albumin gen.2 (alb) and gluc3 glucose hk gen.3 (glu) on a cobas 8000 c (701) module - c701. Of the three samples, one had an erroneous result for glu that was not detectable to the user. The erroneous result was not reported outside of the laboratory. An aliquot of the sample, which was processed on a propel automated aliquotter, initially resulted as 675 mg/dl. The sample was re-poured and then repeated, resulting as 83 mg/dl. The customer then re-poured a second tube from the same sample collection and repeated this, resulting as 86 mg/dl. The customer then repeated the original aliquot on a different instrument and it resulted as 83 mg/dl. The 83 mg/dl value was believed to be correct. No adverse events were alleged to have occurred with the patient. The glu reagent lot number was 27623801, with an expiration date of 31-dec-2018. The field service engineer could not determine a cause. He checked the analyzer. He ran precision studies and these passed.

Manufacturer narrative:
The field service engineer later replaced rinse tubing and the heat cut filter of the analyzer. He verified that all controls were within specifications. No further issues occurred after these actions.